Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The harmonic ace instrument was analyzed and found to have curved blade broken at its midpoint. A piece measuring approximately 7.0 mm x 2.1 mm was found to be broken off. The broken piece was not returned with the instrument. Components adjacent to this broken blade did not show damage. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or hard metal objects (e.g., staples, clips, etc.) While the instrument is activated. These initial damages can worsen due to the ultrasonic vibrations of the harmonic ace blade, leading to blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during da vinci-assisted subtotal gastrectomy surgical procedure, the harmonic ace instrument had blade damage immediately after an error message upon startup. It was reported that there was contact with the maryland tip for 1.2 seconds. There were times when the blade is fine even if such symptoms multiple times during surgery were experienced. The procedure was completed with no patient harm.